Event description:
It was reported that the right ventricular (rv) lead could not pass past the upper superior vena cava (svc) during the implant procedure. The rv lead was not implanted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.